Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced a high blood glucose. Customer's blood glucose value was 403 mg/dl and 500 mg/dl. Customer also specified other relevant blood glucose value was 82 mg/dl. The product will not return for the analysis.